Event description:
Information was received that the device was explanted due to an infection with skin breakdown and device exposure. The infection started 1 month after implantation. The infection could not be controlled with antibiotics, wound cleaning, and suturing attempts.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Damages found during device investigation are most likely related to the explantation surgery. This finding was expected, because according to the recipient report the device was explanted due to postoperative side effects, namely due to an post-operative infection with skin breakdown and device exposure. The infection could not be controlled with conservative treatment. This is a final report.

Event description:
Information was received that the device was explanted due to an infection with skin breakdown and device exposure.